Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer's blood glucose was unknown at the time of the incident. The customer stated she experienced vomiting. The time of the hospitalization was 8pm and the date of the hospitalization was (B)(6) 2007. The customer stated that she was wearing the insulin pump at the time of hospitalization. The customer declined to troubleshoot for the high blood glucose. The insulin pump will not be returned for analysis.